Manufacturer narrative:
This case, with patient identifier (B)(6) (test strip lot 100624), is related to case with patient identifier (B)(6) (test strip lot 100550).

Event description:
Customer reportedly received the following results on the guide system within 10 minutes: 78 mg/dl (test strip lot 100550), 74 mg/dl (test strip lot 100550), and 120 mg/dl (test strip lot 100624) no adverse event reported. Return of the suspect device was requested for evaluation.